Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the part associated with this complaint and observed clip applier instrument had one of the grip tips bent and the clip was not able to be seated into the grip tip. The damage was found near the base of the clip groove, causing a 0.055" offset at the tips. As a result, the clip could not be properly loaded on the grips. This type of failure is typically associated with mishandling/misuse, such as excess force applied to the instrument jaws or applying excessive force to the grips during clip installation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clip applier was not clamping down and releasing clip. The procedure was completed with no reported injury.